Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was in the side drape and as the pa was performing the dissection. The scope was not in the hp. The hp was activated and burned a hole through the drape and through the patients ID tag on his wrist and made a small burn to his skin. The device is being investigated internally before it will be released to maquet for investigation. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to factory for evaluation. The hemopro tool was returned inside the harvesting cannula. Signs of clinical use and evidence of blood were observed. A visual inspection was performed. The silicon insulation was detached on both the jaws and was melted. A small part of the insulation was still attached to the base of the jaw. The metal wire was detached from the tip and was flexed away from the jaw. It still remained attached at the base of the jaw. The shrink tubing on the shaft was melted. Residue of the melted drape was found on the shaft tip. The blunt tip on the cannula was melted and detached from the cannula. The insufflation tube on the c-ring was also melted. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 5 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the return condition of the device the reported complaint was not confirmed for the reported failure mode "device remains activated" but was confirmed for the analyzed failure modes burn of the device or device component-tool and burn of the device or device component-cannula.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was in the side drape and as the pa was performing the dissection. The scope was not in the hp. The hp was activated and burned a hole through the drape and through the patients ID tag on his wrist and made a small burn to his skin. The device is being investigated internally before it will be released to maquet for investigation. A replacement device was used to complete the procedure.